Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, lead dislodgement on all three leads was observed via flouro. During lead revision, the atrial and lv lead were explanted. The rv lead function was good and lead remains implanted.